Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage and user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The pharmacy staff, (B)(6), is calling on behalf of the customer. The expected fasting blood glucose test result range is 150 to 160 mg/dl. The blood glucose testing is performed twice daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking medication to manage diabetes. Customer provided that they have not had any recent changes to diet, medication, or exercise. The product is stored by customer in the bathroom. The test strip lot manufacturer's expiration date is 10/16/2017 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results (date / time not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Customer returned a non-alleged deficient product. Customer returned not enough strips samples (1) for evaluation;unable to confirm complaint. Most likely underlying root cause of malfunction: user's test strip had a poor storage and user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The pharmacy staff, (B)(6), is calling on behalf of the customer. The expected fasting blood glucose test result range is 150 to 160 mg/dl. The blood glucose testing is performed twice daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking medication to manage diabetes. Customer provided that they have not had any recent changes to diet, medication, or exercise. The product is stored by customer in the bathroom. The test strip lot manufacturer's expiration date is 10/16/2017 and open vial date is 11/24/2015. The meter memory reviewed for fasting test results (date / time not set): (B)(6). Adverse event not reported.